Event description:
Pump returned to manufacturer by coroner for analysis. Event reporting included "pt last known to be alive about 1 am in 2003 - found unresponsive on couch at 9 am. Medics pronounced pt dead at home". Pt had history of severe back pain. Pt's pump had been replaced in 2003. Infusion mode simple continuous rate 0.083 mg/hour of mso4 10/mg/ml. Toxicology screen pending. Cause of death undertermined - investigation continues.